Event description:
During tka procedure, the insert could not be locked into baseplate (71420162/17lm00130). Backup (10mm) insert was implanted as replacement. No patient injury or delay was reported.

Manufacturer narrative:
The associated legion ps high flexion insert was returned and evaluated. A lab analysis noted that no major damage is seen on the insert. The locking detail is slightly deformed, likely due to removal. Minor scratches on the articulating surface of the insert. There were no observations of material or manufacturing deviations in the course of this investigation. A dimensional inspection was attempted, but the deformation of the locking mechanism would not allow for accurate measurement. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.